Manufacturer narrative:
The field service engineer (fse) found cracked fitting on the bottom of the complete blood count (cbc) waste chamber which caused fluid to leak down onto tubing and vent chamber; and the hemoglobin (hgb) chamber appeared foggy. The fse replaced the cbc waste chamber, vent chamber and hgb chamber. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported getting vent overflow errors on the unicel dxh 800 coulter cellular analysis system. Upon servicing, a leak of 2 ml was noted. The leak contained within the instrument. The field service engineer (fse) was wearing gloves, lab coat, and eye protection at the time of the leak. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.